Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold had gradually increased and was high. It was also noted that impedance had been gradually rising and there was an alert for high impedance. Fracture was suspected. A chest x-ray was done and a follow-up visit with the electrophysiologist was scheduled. The lead is still in use. No patient complications have been reported as a result of this event.